Event description:
It was reported that the ilet sleep/wake button was intermittently unresponsive, preventing the user from waking the screen to announce a meal, which led to a delayed breakfast announcement by approximately twenty minutes; the device later resumed normal function and the user declined replacement after troubleshooting education. Symptoms included hyperglycemia, with a reported blood glucose of 272 mg/dl that began trending downward after the delayed meal announcement was entered. Outcomes included no alerts, no alarms, and no medical intervention or hospitalization. Investigation included remote troubleshooting and user education, including cleaning the device, trying different fingers, removing the case at the next supply change, and wiping the device to improve responsiveness. Investigation of this case revealed an intermittent user interface responsiveness issue related to the sleep/wake control, with no persistent functional failure observed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to intermittent behavior without reproducible failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.